Manufacturer narrative:
Intuitive surgical, inc. (Isi) did receive a da vinci product to perform failure analysis and the complaint was confirmed. The force bipolar instrument was analyzed, and failure analysis investigations replicated and confirmed the customer-reported complaint. The instrument was found to have one severely bent grip tang, with an offset of 3.47 mm at the tips. No cracks were observed on the grips. The probable root cause is attributed to damage occurring during use or reprocessing. Severe misalignment of the grip tips may result from accidental drops, use of improper instrument trays or sink sizes during reprocessing, or excessive force applied to the jaws during use.

Event description:
It was reported that during a da vinci-assisted surgical procedure, the patient was having epigastric hernia repair and while surgeon was sewing to pick up the needle with force bipolar instrument, when surgeon tried to open the force bipolar to pass the needle on to the other instrument to get the needle out with another instrument, in the process, the force bipolar had broken right at the wrist where the cables were exposed. They were unable to use the emergency release because of the way it broke but were able to eventually remove it from the patient. A backup instrument of the same kind was used to complete the procedure with no patient harm.